Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic splenectomy procedure, the surgeon fired the device once. He then went to use it again, but the device jammed on the vessel. The closing and firing triggers were forced open and no staples were fired. However, the device did cut through the vessels causing blood loss. The first firing was successful. The surgeon said he sutured the vessels and recovered the situation. He reported no further complications with the pt and didn't quantify how much blood the pt lost. It was not reported which device was used to complete the procedure. There were no adverse consequences for the pt.